Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated that pt developed rash under tape collar after a couple of months of use. Prior to the receipt of this complaint, the pt used the product for several years without incident. Alternative products were applied to the skin to reduce irritation and redness. MFR sent products to the pt for use. Pt outcome was not noted.